Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman disp.instr. It was reported that a "tip part was departed during closing procedure". There may have been a spark of electricity. There was no patient harm. Additional information has been requested. The malfunction is filed under aag (B)(4).

Manufacturer narrative:
Investigation results: it was plain to see, that a part of the peek cover of the upper jaw was detached. The detached part was not enclosed. Investigation was carried out visually. During inspection of the tip we found, that a part of the insulation is chipped off. Except this, the instrument shows no damages or defects. The mechanical function (clamping and cutting) worked well. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot 52498555 at hand. The root cause for the problem is most probably usage related. Without further knowledge about the circumstances we suspect, that the surgeon encountered a hard object. The mentioned sparking is a hint, that he maybe had a clash with another instrument during activation of the rf- energy. A CAPA is not necessary.